Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue of 'failed downstream occlusion' was not reproduced during testing. The device was tested for downstream occlusion detection and had passing result. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified, however the device was found in specification so no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.